Event description:
The customer reported the system shut down after booting up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested, found to be working as intended and returned to service.